Manufacturer narrative:
Device manufacture date: 03-oct-2012.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment. The following information was requested: patient identifier. Age at time of event, date of birth. Sex. Weight.

Event description:
Clinic reported a patient diagnosed with muscle atrophy in the left hand 5 months post miradry treatment.